Manufacturer narrative:
Evaluation: the product code endoplege coronary sinus catheter was returned for evaluation. No blood was visible on the returned components. The catheter was visually inspected and no visual defects were found on the catheter. The balloon was inflated with a 2 cc syringe of water. The balloon was found to be leaking at the distal bond. Visual inspection was performed with an unaided eye. Balloon was inflated using 2 cc syringe . A DHR review was performed and there were no nonconformities associate with the manufacturing of this lot. Instructions for use were reviewed and found appropriate. Evaluation of the returned device showed that the distal bond of the balloon has delaminated and the "balloon would not hold volume" complaint by the customer can be attributed to this. A CAPA has been initiated to address this delamination. This CAPA is currently in the implementation phase. The information gathered in this customer experience report will be included in trend data and future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device evaluation anticipated upon return of device from the customer.

Event description:
It was reported by the sales rep that during a robotic mvr the balloon on the endoplege coronary sinus catheter would not hold volume. This was found on prep prior to the anesthesia md placing into the patient. No adverse events or prolonged or time.